Event description:
Pt had previously undergone ((B)(6) 2004) total elbow arthroplasty with a cemented discovery system and developed evidence of progressive osteolysis of the ulnar component with bone loss and shift in the ulnar component which perforated the ulnar shaft.